Event description:
It was reported that 2 weeks after the pt was implanted; the neurostimulator moved upward to her upper chest. The neurostimulator location was very painful, "above a 10". The pt was not able to take pain medication due to gastroparesis. The pt's implanting surgeon felt the "new pocket" would be fine in 6 months. The healthcare provider confirmed that the pt experienced a new pain. The pt's device moved upward. No pt injuries were reported.